Event description:
It was reported that the customer experienced high blood glucose levels over a period of three days. The customer's blood glucose 427 mg/dl. The customer stated that he had already reverted to manual injections. Troubleshooting was done. The customer expressed body pain as a symptom of his high blood glucose. The customer confirmed that the issue did not result in a hospitalization. The customer stated that the drive support cap appeared normal. The customer further stated that he had not received any alarms since the high blood glucose levels began. The customer's insulin pump passed the high pressure test. Advised customer to change the entire infusion set, reservoir and insulin and then treat per healthcare provider's instructions. Advised to follow up with his healthcare provider concerning the unexplained high blood glucose. Advised customer that his insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.